Manufacturer narrative:
Brand name, common device name, manufacturer name, city and state, lot #, PMA/510k: this report is for an unk - screws: 3.5 mm cortex. /unknown lot. Part and lot numbers are unknown; UDI number is unknown. Device available for evaluation: complainant part is not expected to be returned for manufacturer review/investigation. Device evaluated by MFR and manufacture date: without a lot number, the device history records review could not be completed as no product was received. The investigation could not be completed, no conclusion could be drawn at the time of filing this report. Product was not returned. Based on the information available, it has been determined that no corrective and preventative action is proposed. This complaint will be accounted for and monitored via post market surveillance activities. If additional information is made available, the investigation will be updated as applicable. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that on an unknown date, the removal of ankle plates and hardware occurred. The shaft remained in the patient and the broken head was removed from the patient. The procedure and patient outcome were unknown. This report is for one (1) unk - screws: 3.5 mm cortex. This is report 7 of 11 for complaint (B)(4).